Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Additionally, the report of damage to the patient's driveline can be confirmed based on the evaluation of the submitted photos. The account submitted log files for review. Analysis of the submitted log file revealed no external power alarms were captured on (B)(6) 2021 at 02:30:49 through 07:28:40 and when both power leads were simultaneously disconnected. The system continued operation on the backup battery until appropriate power sources were reconnected as intended, and support was not interrupted as a result of the event. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient was admitted for an unknown infection. The account reported there was concern that the patient has a pump pocket infection after obtaining a CT of the patient¿s chest and abdomen. The patient had a red spot right below the xyphoid process, in which the patient was started on IV antibiotics per infectious disease. The patient also had superficial damage to the driveline which was repaired with rescue tape. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . The heartmate ii lvas IFU list infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 07oct2015. The heartmate ii instructions for use (IFU) section 1 lists infection as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient had low voltage alarms the previous week. Log files were sent for analysis on 11feb2021. The patient cable was said to be bad so the patient cable was exchanged. The alarms resolved following the patient cable exchange. The patient had low voltage alarms again on (B)(6) 2021 with some no external power alarms. There were no pump stops or decreased speeds associated with the alarms. Pictures of the driveline were provided. The account rescue taped the driveline in the past. The account planned to get x-rays of the driveline to rule out driveline issues. A review of the log file noted 2 series of no external power events on (B)(6) 2021 that appeared to have been the result of the patient simultaneously disconnecting power from both controller leads. Multiple pulsatility index (pi) events were also noted throughout the log. No other unusual events were recorded in the log file event history. It was reported that the patient was admitted for an unknown source of infection. The patient had low voltage alarms while connected to the power module in the hospital on (B)(6) 2021. The account switched the patient to battery power, tried another electrical outlet, and reconnected to the power module. Additional episodes of low voltage alarms were noted while connected to wall power. The patient was eventually kept on battery power. The patient's driveline had been previously rescue taped due to openings in the outer covering. A review of the 11feb2021 log file noted low voltage alarms while connected to the power module, possibly the result of a faulty patient cable. The patient cable was reading 10.6 to 11.2 volts, below the 14v specification. The below average voltage readings while on the patient cable were an indication that the cable may have been at fault. Technical support recommended replacing the cable. No other unusual events were noted. Additional information states that patient was admitted on (B)(6) 2021 and the log files were sent on 15feb2021 after seeing low voltage alarms and some no external power alarms that were recorded on 13feb20201-14feb2021. In regards to the alarms, those have been resolved after giving the patient new battery clips. There is concern that the patient has a pump pocket infection after obtaining a CT of his chest and abdomen. The patient has a red spot right below his xyphoid process, in which he was started on IV antibiotics per infectious disease. The patient is not going for a pump exchange due to him being very high risk. We saw the patient in clinic yesterday and upon interrogating his device, there were no other alarms. The patient cable will not be returned as it has been discarded. This is all the information I am able to provide you.